Manufacturer narrative:
The thermogard ivtm console was not returned to zoll for evaluation. The thermogard ivtm console was evaluated at the customer site by the customer's biomed technician. During functional testing, tcmid:04 (ce response timeout) error message was observed. However, upon completion of the preventive maintenance, the tcmid:04 error message was not reproduced during further testing of the thermogard console. The console passed all the testing with no issue or faults observed. All test and readings are within the specified limits and functioned as intended. The console was placed back into service. All service records will be retained by the customer. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the thermogard console with serial number (B)(4).

Event description:
The thermogard console (sn (B)(4)) was serviced at the customer site for preventive maintenance. As part of routine service, the thermogard xp console was functionally tested and displayed a tcmid:04 (ce response timeout) error message. No patient involvement.